Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level displayed as "high" on a bg meter, and a high level of ketones identified as dangerous by healthcare provider. Reportedly, customer was using humalog supplies for over 48 hours. Bg was treated with intravenous insulin and saline. Reportedly, customer left the ER 25 hours later with the issue resolved and no permanent damage.